Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that shaft kink and failure to advance occurred. The target lesion was located in the left circumflex artery. A 4.00x24mm promus premier¿ stent was advanced to the lesion however it was noted that the shaft of the stent delivery system (sds) was kinked. The sds would not advance and was then removed intact. The procedure was completed using a 4.0x32mm promus premier¿ stent. No patient complications were reported and the patient was discharged. However,returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A guidewire was inserted through the device without issue. A visual and microscopic examination found that a stent strut in the centre of the stent was raised off the balloon material. It was also noted that the strut was bent in the direction of the tip. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked 264mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).